Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were the tips of the device able to be visualized during firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? What is meant by staple line compromised? What area of staple line? Were clips used in the vicinity? How was the bleeding eventually controlled? What is the current patient status? Additional information received: the sales rep stated that it was unknown if any blood products were administered to the patient. No further information was available at the time of the call, but additional information may be available.

Event description:
It was reported that during a robotic lobectomy procedure the device misfired on the pulmonary vein and the staple line was compromised. The procedure was converted to an open thoracotomy to control bleeding. It is unknown how the procedure was completed. The patient lost 2l of blood.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5867u. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.